Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there were no medications listed on a patient's profile. A technical support specialist checked medbank myqlink and confirmed that the patient did not have any active medication orders on their profile and informed customer that, if wanted, customer can issue the item through override, and customer proceeded to attempt that option. The system functioned as intended after the technical support specialist investigated the issue and guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, no medications were listed on the patient's profile. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.